Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said one of the lines with the white clamp completely broke off of the cassette. There was fluid all over the floor. There were no alarms or warnings. The patient was connected during the leak. Fluid leaked from one of the unused lines. There was no fluid in the pump module. There was fluid on the external part of the cassette. Multiple requests for missing details were made, but no further data was provided. There was no harm indicated in the initial report. The cycler set nor the cycler are indicated as being available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said one of the lines with the white clamp completely broke off of the cassette. There was fluid all over the floor. There were no alarms or warnings. The patient was connected during the leak. Fluid leaked from one of the unused lines. There was no fluid in the pump module. There was fluid on the external part of the cassette. Multiple requests for missing details were made, but no further data was provided. There was no harm indicated in the initial report. The cycler set nor the cycler are indicated as being available to return for analysis.